Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance of the device while performing 200 joule self test the unit would intermittently not give a "test ok" message and delivered energy outputs were found to be too low. The complainant indicated that there was no pt involvement in the reported failure.